Event description:
It was reported that the patient underwent a knee revision approximately 11 months post implantation due to the tibia implant subsiding. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42522000510 - articular surface fixed bearing (cr) right 10 mm height -(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. X rays were provided and reviewed by mmi, the resulting radiology report states the following: imaging findings changes of knee arthroplasty without patellar resurfacing and non-cemented components. Geographic radiolucency deep to the medial tibial tray suspicious for osteolysis and subsidence of the tibial component into varus alignment. Thin lucency at the bone-prosthesis interface of the femoral component is of questionable significance. There is incomplete coverage of the medial lateral and posterior tibial plateau by the tibial component. Small to moderate knee effusion. Impression right knee arthroplasty with radiolucency around the tibial component suspicious for osteolysis and subsidence of the tibial component. There is incomplete coverage of the medial lateral and posterior tibial plateau by the tibial component and possible decreased bone density, which have been described as risk factors for migration in cementless tibial components. A definitive root cause cannot be determined. The complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.